Event description:
It was reported that patient presented in clinic after experiencing dizziness. Upon interrogation, it was noted that the right ventricular (rv) lead exhibited low pacing impedance and failure to capture. It was noted that the patient was dependent. Temporary programming changes were made. The lead was capped and replaced on (B)(6) 2022. Patient was in stable condition.